Event description:
It was reported that the patient presented to the emergency department with wire fatigue and low flow alarms. The alarms occurred multiple times daily. The event log confirmed low flows.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues associated with the patient's modular cable were reported by the account. The relevant sections of the device history records for the modular cable, lot number 8854654 was reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. D are currently available. Although no issues were reported with the modular cable, the heartmate 3 lvas IFU and patient handbook contain information regarding how to clean and care for the driveline. Furthermore, the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.